Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty and the subsequent treatment is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a posterior foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot is unknown. Follow up with the account was conducted, and it was reported that no foot separation was noted upon removal of the device. No additional information was provided.